Event description:
The endostich needle broke off while the physician was sewing his last stitch. Now they have to perform an egd on the patient in order to find the needle. Manufacturer response for suturing device, endo stitch (per site reporter). They would like to evaluate the product.